Event description:
Hosp's intent was to use this product at multiple hosp sites. Hosp worked closely with key medical (the distributor) and code alert (the MFR) for many months. Hosp was unable to sufficiently resolve the issues in one dept, so never expanded the use of this product to other sites. Great concern by the nursing staff regarding the potential for injury with an unreliable product. The issues are as follows: u7 chips area blowing rendering unit unusable, on/off buttons are collapsing - can't turn on/off, alarms going off without pt moving, disposable pads too sensitive to normal pt movement - causes false alarms, battery going dead in very short amount of time - sometimes within 24 hrs, delay not working-pt able to leave bed without alarm sounding, auto rest button not working, alarm not loud enough and alarm does not work well with nurse call system. These issues are still unresolved or recurring. Biomedical dept has worked extensively with co to try to resolve these issues. Nurses are not comfortable using this product and feel it is just not safe. Hosp is requesting a full refund for the units that it has purchased from co. Hosp was never able to fully trial them because of the issues noted.